Manufacturer narrative:
Date of event is estimated. Additional component potentially involved in the event includes: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000120379.

Event description:
It was reported that the patient's therapy is auto-reducing. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads attributed to the event.